Event description:
Information received indicates the response to the normal nurse call is not heard in the expected location.

Manufacturer narrative:
The technician found loose pins in the 37 pin connector on the retracting frame. The technician repaired the pins and installed a cable saver to repair the bed.